Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, a21 error test, displacement test or verify a21 alarm due to blank display. No audio or beep anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was sited in the pool with insulin pump and when they got out of the water then it started making a noise and went blank. The customer¿s blood glucose was 157 mg/dl. Customer reported that the type of fluid or moisture exposure to the insulin pump was pool water. Troubleshooting was done for insulin pump exposed to fluid. Customer reported insulin pump was turned back on with unexpected restart alarm but it kept doing frequently and now it wont turned on just made a buzzing sound. Customer stated that the insulin pump was vibrated without an alarm or alert. Customer stated that the insulin pump display went blank immediately after insulin pump exposure to moisture. Customer stated that a constant tone was occurred. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.